Event description:
It was reported by the patient with this right ventricular (rv) lead that the communicator had a flashing red doctor call. Ts advised the patient to go to the clinic. Latitude reports show that the lead exhibited high out of range shock impedance. The lead remains in use. No adverse patient effects were reported.